Event description:
On (B)(6): customer stated the table was not able to move the day before the procedure. On the day of the procedure, customer warmed the table up for 1 to 2 hours prior to starting the procedure. After this warm up, customer reported table was operating as expected and pt procedure was completed. No injuries were reported. Type of procedure performed, pt gender and age were not known by customer. Customer does not have a backup room.

Manufacturer narrative:
Field service engineer troubleshot reported intermittent table operation problem and replaced the table interface board. Fse tested unit per lf specifications in hut service manual and checked for proper operation per service checklist. The unit passed checkout procedures and was returned to full service by the customer.